Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to the service center for evaluation. A leak was observed at the scope¿s el connector. The scope¿s probe unit was noted to have dents, scratches and peeling. Excessive scratches were noted on the bending section rubber. The objective lens was found chipped. The ultrasound image had 1 broken element. The bending section braid was noted to be frayed with 2 broken strands. Scratches were noted on the cord. Leakage was observed on the connector. The scope¿s control knob was checked and low tension was noted. The instruction manual states in the ¿reprocessing and storage¿ section that ¿this instrument was not disinfected or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection and sterilization procedures. After using this instrument, reprocess and store it according to the instructions given in chapters 5 through 8. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance.¿ chapter 6 compatible reprocessing methods and chemical agents prior to eto gas sterilizing the endoscope, remove the water-resistant caps from the ultrasonic connector and the electrical connector. If the cap remains on the endoscope during sterilization, the vacuum created within the sterilization chamber can rupture the bending section¿s covering.

Event description:
The service center was informed that during reprocessing, the water resistance cap was removed after being washed and sterilized with water. There was no patient involvement.